Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n064806, implanted: (B)(6) 2009, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead . (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient was having difficulty recharging. The patient would go from 8 coupling bars to 0 as soon as they leaned back. They had tried using the recharger belt and adhesive disks but continued to have the issue. The antenna locate feature was used but the issue did not resolve. The patient was meeting with a manufacturer representative on the day of the report for reprogramming and it was noted that the implantable neurostimulator (ins) was moving around in the pocket site quite a bit when the patient changed positions. The patient was going to try using an elastic back brace for charging. If that did not work they would be a candidate for revision. There were no patient symptoms reported. The patient's indications for use were spinal pain and other chronic intractable pain of the trunk and limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the difficulty maintaining coupling during recharging was observed after implant surgery. Steps taken to resolve the movement of the stimulator under the skin was reported to be sticky pads and verbal instructions from the manufacturer representative. It was reported that the patient is sometimes/seldom able to maintain 6-8 bars during charging.